Manufacturer narrative:
Device evaluated by manufacturer: the device was returned along with the introducer sheath and guide wire. A blood-like substance and contrast were visible on the inner and outer surfaces of the device. Visual and tactile inspection of the shaft revealed a separation 35cm from the tip. A kink in the hypotube that appeared to be fractured was located 105.5 cm from the strain relief. Numerous shaft kinks were found throughout the distal portion of the device. A visual and microscopic examination of the material surrounding the kinks and separation did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. It was also noted that the end of the sheath appeared to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure removal difficulties through the sheath occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous vessel below the left knee. The physician was unable to withdraw the 1.5mm x 20mm sterling es pta balloon dilatation catheter through the 4f 7cm non-bsc introducer sheath so the physician removed both devices as a unit outside of the patient. The procedure was not completed due to another reason. No patient complications were noted and the patient's status was reported as good. Device analysis revealed a shaft fracture.